Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery with a length of 10 mm, a vessel diameter of 3.5 mm. An opticross hd imaging catheter was advanced for the ultrasound examination of the target lesion. During the procedure, the catheter fell off during flushing. After withdrawal the catheter, and a new catheter was replaced. The procedure was completed with another of the same device. The patient condition following the procedure was stable. It was further reported that the detached portion of the device was completely removed from the patient's body using a snaring method.

Manufacturer narrative:
E1: initial reporter facility name and phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery with a length of 10 mm, a vessel diameter of 3.5 mm. An opticross hd imaging catheter was advanced for the ultrasound examination of the target lesion. During the procedure, the catheter fell off during flushing. After withdrawal the catheter, and a new catheter was replaced. The procedure was completed with another of the same device. The patient condition following the procedure was stable.